Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional called to report during injection with one syringe of juvederm ultra xc exploded. Hcp indicated "when the nurse was injecting the syringe, the hub cap popped off and all of the filler came out at once." Patient contact was made and no injury occurred.